Manufacturer narrative:
Section h3: additional information. Section h4: correction . Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient underwent a pump exchange on (B)(6)2020, and heartmate ii lvas, serial number (B)(6), was not returned for evaluation as of (B)(6) 2020. If it is returned, this pi main will be reopened to document the analysis of the device. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Thrombosis history reported under MFR report number: 2916596-2017-02616. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented with elevated ldh and has a previous history of potential pump thrombosis. The site decided to send the patient for a pump exchange. The patient received a heartmate ii pump exchange on (B)(6) 2020.